Event description:
A valiant thoracic stent graft system was attempted to be implanted in the patient for an emergent rupture of a 38mm thoracic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that after the device was opened a gap was identified between the nose cone and the graft cover of the delivery system, about 4mm. Upon recognizing the discrepancy with the device the physician decided not use the device since this might cause damage to the vessel during delivery. The device was never introduced into the patient and was discarded. A new device was opened and was delivered successfully. There were no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).